Manufacturer narrative:
(B)(4): evaluation results: (severely calcified and severely tortuous vessels).

Event description:
A talent thoracic stent graft was inserted in a pt for the endovascular treatment of a thoracic aortic aneurysm. The pt's iliac arteries were diseased. Vessels were severely calcified and severely tortuous. Left iliac anatomy was worse than right side anatomy. It was reported that the physician was unable to advance the stent graft to the intended landing zone due to the anatomy of common iliac/aortic bifurcation. The delivery catheter was removed from the pt. The physician tried advancing the graft several times on the right side and pushed the device, and the graft cover of the device kinked and accordioned. The talent stent graft delivery catheter was discarded by the user facility. The physician elected to use a 22 french sheath and then insert another talent device, which was able to be advanced without issues. No clinical sequelae were reported and the pt is fine.